Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation") and genital haemorrhage ("bleeding,") in an adult female patient who had essure (batch no. 627304) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, flank pain, menorrhagia, myalgia, fatigue, urination difficulty, headache, pain in hip, kidney stones and vitamin d deficiency. Concomitant products included ciprofloxacin and ibuprofen ((B)(6) children). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), genital haemorrhage (seriousness criterion medically significant), fistula ("fistulae"), device extrusion ("extrusion"), neuromyopathy ("neuromuscular problems"), infection ("infection"), scar ("vaginal scarring"), urinary tract disorder ("urinary problems"), autoimmune disorder ("autoimmune-like symptoms"), fibromyalgia ("fibromyalgia"), rash ("rash/"), abdominal pain ("abdominal pain"), asthenia ("weakness"), migraine ("migraines") and back pain ("lower back pain"). The patient was treated with surgery (laparoscopic exploration under fluoroscopic guidance to locate displaced/retained essure device). At the time of the report, the perforation, pelvic pain, genital haemorrhage, fistula, device extrusion, infection, scar, urinary tract disorder, autoimmune disorder, fibromyalgia, rash, abdominal pain, asthenia, migraine and back pain outcome was unknown. The reporter considered abdominal pain, asthenia, autoimmune disorder, back pain, device extrusion, fibromyalgia, fistula, genital haemorrhage, infection, migraine, neuromyopathy, pelvic pain, perforation, rash, scar and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2008 and essure removal date (B)(6) 2011. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation") and genital haemorrhage ("bleeding,") in an adult female patient who had essure (batch no. 627304) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, flank pain, menorrhagia, myalgia, fatigue, urination difficulty, headache, pain in hip, kidney stones and vitamin d deficiency. Concomitant products included ciprofloxacin and ibuprofen (motrin children). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), genital haemorrhage (seriousness criterion medically significant), fistula ("fistulae"), device extrusion ("extrusion"), neuromyopathy ("neuromuscular problems"), infection ("infection"), scar ("vaginal scarring"), urinary tract disorder ("urinary problems"), autoimmune disorder ("autoimmune-like symptoms"), fibromyalgia ("fibromyalgia"), rash ("rash/"), abdominal pain ("abdominal pain"), asthenia ("weakness"), migraine ("migraines") and back pain ("lower back pain"). The patient was treated with surgery (laparoscopic exploration under fluoroscopic guidance to locate displaced/retained essure device). At the time of the report, the perforation, pelvic pain, genital haemorrhage, fistula, device extrusion, infection, scar, urinary tract disorder, autoimmune disorder, fibromyalgia, rash, abdominal pain, asthenia, migraine and back pain outcome was unknown. The reporter considered abdominal pain, asthenia, autoimmune disorder, back pain, device extrusion, fibromyalgia, fistula, genital haemorrhage, infection, migraine, neuromyopathy, pelvic pain, perforation, rash, scar and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2008 and essure removal date (B)(6) 2011 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation'), device breakage ('metal coil was removed in 2 pieces') and genital haemorrhage ('bleeding,') in an adult female patient who had essure (batch no. 627304) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, flank pain, menorrhagia, myalgia, fatigue, urination difficulty, headache, pain in hip, kidney stones and vitamin d deficiency. Concomitant products included ciprofloxacin and ibuprofen (motrin children). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), genital haemorrhage (seriousness criterion medically significant), fistula ("fistulae"), device extrusion ("extrusion"), neuromyopathy ("neuromuscular problems"), infection ("infection"), scar ("vaginal scarring"), urinary tract disorder ("urinary problems"), autoimmune disorder ("autoimmune-like symptoms"), fibromyalgia ("fibromyalgia"), rash ("rash/"), abdominal pain ("abdominal pain"), asthenia ("weakness"), migraine ("migraines") and back pain ("lower back pain"). The patient was treated with surgery (laparoscopic exploration under fluoroscopic guidance to locate displaced/retained essure device). Essure was removed on (B)(6) 2011. At the time of the report, the perforation, device breakage, pelvic pain, genital haemorrhage, fistula, device extrusion, infection, scar, urinary tract disorder, autoimmune disorder, fibromyalgia, rash, abdominal pain, asthenia, migraine and back pain outcome was unknown. The reporter considered abdominal pain, asthenia, autoimmune disorder, back pain, device breakage, device extrusion, fibromyalgia, fistula, genital haemorrhage, infection, migraine, neuromyopathy, pelvic pain, perforation, rash, scar and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2008 and 2009 and essure removal date (B)(6) 2011 and 2012. Lot number: 627304, manufacturing date: 2008/05, expiration date: 2010/05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-mar-2021: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation'), device breakage ('metal coil was removed in 2 pieces') and genital haemorrhage ('bleeding,') in an adult female patient who had essure (batch no. 627304) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, flank pain, menorrhagia, myalgia, fatigue, urination difficulty, headache, pain in hip, kidney stones and vitamin d deficiency. Concomitant products included ciprofloxacin and ibuprofen (motrin children). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), genital haemorrhage (seriousness criterion medically significant), fistula ("fistulae"), device extrusion ("extrusion"), neuromyopathy ("neuromuscular problems"), infection ("infection"), scar ("vaginal scarring"), urinary tract disorder ("urinary problems"), autoimmune disorder ("autoimmune-like symptoms"), fibromyalgia ("fibromyalgia"), rash ("rash/"), abdominal pain ("abdominal pain"), asthenia ("weakness"), migraine ("migraines") and back pain ("lower back pain"). The patient was treated with surgery (laparoscopic exploration under fluoroscopic guidance to locate displaced/retained essure device). Essure was removed on (B)(6) 2011. At the time of the report, the perforation, device breakage, pelvic pain, genital haemorrhage, fistula, device extrusion, infection, scar, urinary tract disorder, autoimmune disorder, fibromyalgia, rash, abdominal pain, asthenia, migraine and back pain outcome was unknown. The reporter considered abdominal pain, asthenia, autoimmune disorder, back pain, device breakage, device extrusion, fibromyalgia, fistula, genital haemorrhage, infection, migraine, neuromyopathy, pelvic pain, perforation, rash, scar and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2008 and 2009 and essure removal date (B)(6) 2011 and 2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2021: medical record received- new event device breakage was added. Incident we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.